Manufacturer narrative:
H3-device evaluation: lens returned in a vial with moisture. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+1.50/090 (sphere/cylinder/axis) during the same surgery due to lens tore/broke during delivery into the eye. There was no patient injury. Another same model/length lens was implanted on (B)(6) 2019 and the problem was resolved. The reporter indicated the cause of the event was due to user error and the device.